Manufacturer narrative:
(B)(4). (B)(6). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with an unrelated issue noted. A visual inspection was performed with no issues noted. Functional testing, electrical testing, calibration, and a simulated therapy were performed. It was noted during testing that the device made noise. The reported problem was identified as noisy ¿ pd hardware and the cause was determined to be pump adhesive foam pads. The foam pads were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified event occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.